Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic assisted vaginal hysterectomy (lavh). According to the reporter: when placing the initial vaginal cuff suture using the endostitch device, the needle snapped out of the jaws and lodged into the perivaginal tissues. The needle could not be retrieved and remained in the parivaginal tissues. Additional information has been requested from the site.